Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Pump returned for evaluation. Visual inspection revealed the pump to be in poor condition with cracks on the top case. A check clutch error was found in the event history log, however investigation was unable to duplicate the error during flow and occlusion testing. Review of the event history log revealed the error was a result of the user releasing the clutch during an infusion.